Event description:
Dr used dermabond tape to put on a post operative incision. My leg started burning and itching, dr didn't want to take it off. Dr looked under the tape and saw it was all red and irritated so then took it off hoping it would stop itching and calm down. The reaction didn't stop and ended up having to go on 2 steroids for 3 weeks and then finally it started to calm down. Reason for use: post operative incision to keep it closed and protected.